Event description:
The patient contacted animas on (B)(6) 2013, by leaving a message alleging "the pump is setting itself." Animas customer technical support made several attempts to contact the patient in follow up of this complaint; however, the patient did not respond to the calls and letters sent. There was no reported adverse event associated with this complaint. This complaint is being reported because the patient alleged a pump malfunction that was not able to be resolved because troubleshooting was not able to be performed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.